Manufacturer narrative:
The insulin pump was received with no unexpected excessive no delivery alarms or motor error alarms noted during our testing. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. The motor was tested outside of the device and passed. The insulin pump has scratches on the reservoir tube window noted.

Event description:
It was reported that the insulin pump alarmed motor error and no delivery. The motor error alarm occured during the priming process. The blood glucose reading was 280 mg/dl. Assisted with clearing the alarms. No significant events leading to the alarm were observed. The customer declined troubleshooting for the no delivery. Advised discontinuation of the insulin pump and to revert to their back-up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.